Event description:
After deployment of endoclip during a colonoscopy, a small piece of metal was noted to come off of the device. The endoclip appeared to be intact after deployment. No patient harm occurred.